Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported three plus diffuse lamellar keratitis in the right eye one day post lasik. Patient noted blurry vision. Topical steroid drop dosage was increased and an oral steroid was prescribed. Upon follow up, vision is improving some. Additional information was received. Symptoms resolved 17 days post onset. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.